Event description:
A customer technical advocate (cta) was contacted with regard to erratic patient results generated using a cell-dyn 1700 cs analyzer. Initial testing yielded wbc=10.0 k/ul, hgb=8.9g/gl and plt=281 k/ul. The sample was repeated with the following results obtained; wbc=14.6 k/ul, hdb=11.6 g/dl and plt=403 k/ul. There was no impact to patient management reported.